Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not lasting as long as expected. The battery will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the device revealed an illegible release indicator on the output connector. This is an additional finding, not related to the reported event, likely due to wear and/or handling of the device. Functional testing revealed that the battery was able to discharge as expected when in use; however, functional testing revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. Review of log files could not be performed as the log files are not available for analysis. As a result, the reported power consumption issue event could not be confirmed; however, the patient might have perceived the abnormal rsoc as a power consumption issue. The most likely root cause of the abnormal rsoc can be attributed to estimation error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. The reported event could not be confirmed as the unit was not returned for analysis. Additionally, log files are not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving (B)(6) batteries that rapidly discharge can be attributed to soldering or welding defects. If information is provided in the future, a supplemental report will be issued.